Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the infusion set fell off and infusion set tubing came apart from the site at left abdomen and right abdomen. The infusion set was in use for three days. No further information available

Manufacturer narrative:
(B)(6).